Manufacturer narrative:
(B)(4). Since the product code is unknown, there will not be a 510k number provided. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a user error - failed to follow therapy steps that occurred during dwell 4 of 5 was not confirmed due to lack of sample, and the assignable cause was determined to be the patient disconnected the patient line from the transfer set during therapy. The label review found the labeling adequate for the use error in this complaint. The batch review was not performed because the lot number was unknown. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted baxter's after hours call center regarding disconnecting himself from the homechoice machine during dwell 4 of 5. The hp stated he had a bad dream or something and disconnected himself. The hp stated he was in dwell 5 of 5 and wanted to make sure it was fine to continue. The technical service representative (tsr) explained that he should have called when he first disconnected. The tsr explained proper procedures. The hp confirmed to contact the peritoneal dialysis nurse to inform of the incident. No patient injury or medical intervention was reported.